Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, a new cardiac resynchronization therapy defibrillator (crt-d) was connected to an existing competitor right ventricular (rv) lead and it was noted the rv lead was unable to reach the bottom of the connector and could not be screwed properly. The impedance values were incorrect and an attempt to utilize physiologic serum to push the lead into the connector did not help. The device was not implanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.